Event description:
It was reported that unspecified bd infusion set was over infusing the following information was received by the initial reporter with the following verbatim who do I contact when we have a report of an alaris pump issue? A nurse reported that a heparin drip bag was ½ empty within an hour. I am still waiting to talk to the nurse myself. We do have the pump and tubing sequestered in our ce department, but I would like bd to look at the logs because they are quite

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
No additional information was provided.

Manufacturer narrative:
Samples were returned along with associate pump complaint to the pump investigation team in san diego (B)(4). Laboratory test results performed on the reported suspect device confirmed the pump module and administration set to be within specification for rate accuracy and was operating as intended, with no signs of unregulated flow observed. The root cause of this failure could not be identified without a replicated failure. A device history record review could not be performed because the material and lot number are unknown. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.